Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed no evidence of overheating. The pump powered up with the returned battery cap. The battery cap was able to fully tighten to the pump. The pump was run for 24 hours and no temperature related issues occurred. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components. No evidence of the pump overheating occurred during the investigation. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal.